Event description:
It was reported that the left ventricular (lv) lead had no capture. Fluoroscopy showed the lead was pulled back into the superior vena cava (svc). The lead was repositioned back into the coronary sinus, but the vein was did not allow stable placement. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg implantable cardioverter defibrillator 2013-(B)(6), 5076-52 implantable pacing lead 2003-(B)(6), 694765 implantable tachy lead 2003-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.